Event description:
The customer calibrated phbr and obtained negatively biased phbr proficiency sample results on their vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros 5,1 and the phbr reagent were operating as expected. The biased phbr proficiency results were due to user error as the operator did not appropriately verify the in-use calibration prior to processing samples.